Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive heavy bleeding"), abdominal pain lower ("painful cramping"), menorrhagia ("periods lasting weeks at a time"), back pain ("severe and persistent back pain"), abdominal hernia ("ventral hernia") and cholecystitis ("cholecystitis") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included multigravida and parity 3. Concomitant products included metformin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced cholecystitis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), feeling abnormal ("brain fog"), amnesia ("memory loss"), ovarian cyst ("ovarian cyst"), mental disorder ("essure caused or aggravated any psychiatric and psychological conditions") and treatment noncompliance ("she did not use contraception after essure placement"). The patient was treated with surgery (bilateral salpingectomy and ablation performed) and surgery (laparoscopic cholecystectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2017, the patient experienced abdominal hernia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ventral hernia repair). At the time of the report, the genital haemorrhage, abdominal pain lower and back pain had resolved and the menorrhagia, abdominal hernia, cholecystitis, alopecia, feeling abnormal, amnesia, ovarian cyst, mental disorder and treatment noncompliance outcome was unknown. The reporter considered abdominal hernia, abdominal pain lower, alopecia, amnesia, back pain, cholecystitis, feeling abnormal, genital haemorrhage, menorrhagia, mental disorder, ovarian cyst and treatment noncompliance to be related to essure. The reporter commented: ventral hernia was caused by surgery to remove essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 29-nov-2017: pfs received. Consumer's medical history added. Previously reported "severe and permanent injuries" was deleted and replaced by specific events: excessive heavy bleeding and painful cramping, periods lasting weeks at a time, severe and persistent back pain, hair loss, brain fog, memory loss, ovarian cyst, cholecystitis requiring gall bladder removal, ventral hernia caused by surgery to remove essure added. Case upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive heavy bleeding'), abdominal pain lower ('painful cramping'), menorrhagia ('periods lasting weeks at a time'), back pain ('severe and persistent back pain'), abdominal hernia ('ventral hernia') and cholecystitis ('cholecystitis') in a 38-year-old female patient who had essure (batch no. B97499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and treatment noncompliance "she did not use contraception after essure placement". The patient's medical history included multigravida and parity 3. Concurrent conditions included genital bleeding, irregular menstruation, abdominal pain, cramp in lower abdomen, dysfunctional uterine bleeding, pelvic pain, menorrhagia, dysmenorrhea, paratubal cyst, dysuria and vaginal bleeding. Concomitant products included metformin. In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2017, the patient experienced cholecystitis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abdominal hernia (seriousness criterion medically significant). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and psychological conditions"). The patient was treated with surgery (laparoscopic cholecystectomy, bilateral salpingectomy, bilateral salpingectomy and ablation performed and ventral hernia repair). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower and back pain had resolved and the menorrhagia, abdominal hernia, cholecystitis, alopecia, feeling abnormal, amnesia, ovarian cyst and mental disorder outcome was unknown. The reporter considered abdominal hernia, abdominal pain lower, alopecia, amnesia, back pain, cholecystitis, feeling abnormal, genital haemorrhage, menorrhagia, mental disorder and ovarian cyst to be related to essure. The reporter commented: ventral hernia was caused by surgery to remove essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia and cramping. Batch no b97499 production date 2013-12-02 expiration date 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc(product technical complaints). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive heavy bleeding'), abdominal pain lower ('painful cramping'), menorrhagia ('periods lasting weeks at a time'), back pain ('severe and persistent back pain'), abdominal hernia ('ventral hernia') and cholecystitis ('cholecystitis') in a 38-year-old female patient who had essure (batch no. B97499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and treatment noncompliance "she did not use contraception after essure placement". The patient's medical history included multigravida and parity 3. Concurrent conditions included genital bleeding, irregular menstruation, abdominal pain, cramp in lower abdomen, dysfunctional uterine bleeding, pelvic pain, menorrhagia, dysmenorrhea, paratubal cyst, dysuria and vaginal bleeding. Concomitant products included metformin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2017, the patient experienced cholecystitis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abdominal hernia (seriousness criterion medically significant). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and psychological conditions"). The patient was treated with surgery (laparoscopic cholecystectomy, bilateral salpingectomy, bilateral salpingectomy and ablation performed and ventral hernia repair). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, abdominal pain lower and back pain had resolved and the menorrhagia, abdominal hernia, cholecystitis, alopecia, feeling abnormal, amnesia, ovarian cyst and mental disorder outcome was unknown. The reporter considered abdominal hernia, abdominal pain lower, alopecia, amnesia, back pain, cholecystitis, feeling abnormal, genital haemorrhage, menorrhagia, mental disorder and ovarian cyst to be related to essure. The reporter commented: ventral hernia was caused by surgery to remove essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia and cramping . Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received : lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.